Event description:
During surgery, pars plana vitrectomy, the device synergetic 23 gauge chandelier infusion light, penetrated the eye. Produced cataract to his eye. The light of the chandelier should not penetrate the eye. Pt had to have another surgery or aphakic at first one. Note: to talk (left message to synergetic). Talk to them in a meeting they got concerned but never did any further follow up.